Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer reported that the replacement of the external battery addressed and corrected this reported event. The high internal oxygen alarm test was then performed, and the device passed verification testing.

Event description:
The customer reported a ventilator with a high internal oxygen alarm. There was no patient involvement / harm.